Manufacturer narrative:
(B)(4). Only the device was returned with no ees packaging. Package could not be examined and its condition verified. The complaint event could not be confirmed. Batch history records for batch were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the surgeon opened the package, he found the sterilized package had already opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.